Manufacturer narrative:
A.1 and a.5 are unknown. E.2 and e.3 were previously entered incorrectly on manufacturer device report 1220648-2024-12996 and were revised. H.10 the statement about a.1 and a.5 was inadvertently omitted from manufacturer device report 1220648-2024-12996.

Manufacturer narrative:
The investigation for the console (aic) controller red alarm has been completed. Data logs were reviewed finding that upon boot up, an immediate controller error (defective optical sensor lamp) alarm issued was issued. The 5s triggered by the bad lamp had a voltage of 0.46v which is the value for a disconnected or dead lamp. This failure mode reproduced for every bootup and did not resolve. The failure mode was reproduced during bench top testing. 5s testing confirmed that the lamp voltage was around 0.5v mimicking the results seen in the field. The console was opened up and it was confirmed that the lamp was producing no light. There was 5v to the lamp so therefore the lamp was confirmed to be dead. The cause of the issue was a defective lamp assembly.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant had an in-service being conducted but the field representative found the automated impella controller to have a controller failure. No patient harm has been reported.